Event description:
Customer alleged discrepant blood glucose results of 149mg/dl back to back with a result of 86mg/dl when testing was performed 5 minutes apart on the aviva system. Customer did not change treatment based on discrepant results. Customer did not provide the location of the testing. No quality controls were performed. A request was made for the return of the suspect device and replacement product was sent.